Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter; product ID: 990045, product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first applications of a cardiac ablation procedure, a lot of bubbles were visible on intracardiac ec hocardiography (ice) despite good contact. Different positioning and spots were tested before changing the catheter. Additionally, a general concern was raised regarding the design of the guidewire, described as too floppy and feeling "cheap," which required multiple attempts to introduce the sheath into the superior vena cava and left atrium. The catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product ID:990045 product type: guidewire was added as a concomitant product initially in error, please redact its addition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.